Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported that a colleague triple channel infusion pump shut down during patient infusion. The patient was being transported from the sicu unit to nuclear cat scan for imaging and was receiving a dopamine drop to maintain the blood pressure. The pump failed due to a battery alarm during transit. A bolus of dopamine was administered and fluids were provided to maintain the patient's blood pressure. Although information has been requested, no further information is available at this time.